Event description:
Received a call from sales/clinical during a c6 demo in ICU/ER, description from rep below- we estimate the event occurred at 13:22. The c6 was running while plugged into ac power. Both batteries were at about 40% charge. We were doing four rolling nursing in-services and the last one was in the ed. While the vent was running on ac power it was unplugged and immediately went into ambient state. Ventilation ceased, the screen went blank, and it sounded a continuous audible alarm with a flashing red visual alarm.